Manufacturer narrative:
The device is not available for return as it remains implanted. Device identifiers are not available. Iris damage and elevated iop are identified in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4).

Event description:
The surgeon reported a difficult cataract case with some issues placing the istent. A small radial tear in the iris was noted; however, the surgeon was not sure how it was created. Postoperatively, the patient was doing well, but pressures were high. The surgeon conferred with the glaukos medical monitor on (B)(6) 2017 who clarified that the cataract surgery was uncomplicated. The surgeon felt that the istent placement was slightly difficult due to a poor view, but was comfortable with its position. Upon withdrawal of the inserter, a linear tear was noted in the peripheral iris. There was some bleeding at this point, which further obscured the surgeon¿s view. After irrigating the heme, the case was completed. Postoperatively, the surgeon noted the patient¿s iop to be high. The patient is on a pressure drop, steroid, and antibiotic. Tobradex was tapered to daily. The patient was on three medications prior to cataract surgery. At one week postoperatively, the eye appeared quiet. The pupil remained round. The glaukos medical monitor and the surgeon discussed different treatment options including maximizing the patient¿s glaucoma drops and completing the taper. They also discussed trying to visualize the stent position by gonioscopy. Additional information has been requested.